Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the patient was hypoxic. A doctor did a bedside nasal tracheal intubation and no issues were found. After one hour in use, the cuff was deflated significantly. No patient harm was reported.

Manufacturer narrative:
Health impact code: updated based on new information received.

Event description:
Additional information received via email. A trach change was performed.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One (1) video was provided by the customer which was used to conduct the device analysis since the physical unit, by the time this investigation is being documented, had not been received. The video shows tracheal tube with the cuff inflated submerged under water, at a slow rate air bubbles come out from the junction between the cuff and tracheal tube. Later in the video the device is manipulated, and the air bubbles are observed to come out at a higher rate. The was confirmed. A root cause could not be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Mitigations in place were revised and are being executed as is determined by procedure. This failure will continue to be monitored to determine if new actions needs to be taken.